Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while implanting a 12.6mm vticmo12.6 implantable collamer lens, -18.0/+2.0/077 (sphere/cylinder/axis) into the patient's left eye (os), the lens tore/broke. The lens was implanted and removed intraoperatively on (B)(6) 2019. An alternate lens was successfully implanted on (B)(6) 2019. Reportedly, there was no patient injury. The cause of the event is reported as unknown. The surgeon states that the first surgery was suspended because one of the proximal haptics was torn.

Manufacturer narrative:
Alternate lens implant date should be corrected to (B)(6) 2019 in initial medwatch report. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on the lens surface. Visual inspection found that both the haptic and optic was torn. The torn piece was not returned. (B)(4).